Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On monday, (B)(6) 2026, the patient was taken to a nearby emergency room after receiving a bg meter reading of 500 mg/dl. It is important to note that the dexcom app does not display numerical values at this level; instead, it shows the word ¿high¿ for any estimated glucose value (egv) of 401 mg/dl or above. At the ER, the patient received treatment with IV saline. The patient was later discharged; however, the duration of the ER stay was not specified. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.